Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fainted. The pulse generator exhibited no magnet rate and could not be interrogated. The device was explanted and replaced.